Manufacturer narrative:
Device passed the sleep current measurement and active current measurement test. No failed battery test alarms noted during testing. Device functioning properly. Device passed displacement test and self test. No pump error 53 or 38 alarms noted during testing. However, pump error 53 noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the insulin pump was not working. Customer also stated that they were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.